Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Stroke and ventricular tachycardia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event are the patient's recent thrombus event and surgical procedure, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Event description:
It was reported that by the clinical engineer that on the 5th post-operative day the patient was having "word-finding issues which were noted when he had difficulties trying to text friends". Head CT results confirmed an ischemic stroke. The patient also had issues with non-sustained ventricular tachycardia (nsvt). As a result, he received an implantable cardiac defibrillator (ICD) on (B)(6) 2015. The patient was discharged home on (B)(6) 2015 and is reported to be doing well. He continues with home speech therapy exercises and has almost fully recovered.